Event description:
Customer stated the device had to remove after less than 24 hours due to a blood glucose of 300 mg/dl. She noticed the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm kinked cannula or to determine if it, or some other product condition, could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user¿s guide warns that ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).¿ it advises ¿to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4 ¿ 6 times a day (when you wake up, before each meal, and before going to bed).¿